Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment of endoprosthesis and vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic and right common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Iliac branch component and internal iliac component were both successfully implanted in the right iliac arteries. Trunk-ipsilateral leg component was advanced and deployed in the left side, followed by a contralateral leg component being implanted to bridge the contralateral gate and the proximal portion of iliac branch component. Then an attempt was made to deploy another contralateral leg component (plc271000j/17271781) to reline the junction of those devices. A delivery catheter was advanced through a 16-fr gore® dryseal sheath with hydrophilic coating when a deployment line was pulled, the contralateral leg component did not appear to be deployed. The physician elected to retract the delivery catheter through the sheath, and a leading olive was broken. Also, an attempt was made to retract the delivery catheter together with the sheath and when the sheath was being pulled down, the proximal portion of contralateral leg component started to deploy in a position where the internal iliac component was covered. At that moment, it was recognized that the contralateral leg component was deployed inside the sheath. Another attempt was made to withdraw the sheath and delivery catheter together. They were removed while the contralateral leg component still remained around the distal edge of the iliac branch component. A partial open abdominal surgery was performed and the contralateral leg component was removed. Another contralateral leg component was then advanced and implanted through an 18-fr gore® dryseal sheath with hydrophilic coating. Final angiography revealed a rupture in the right external iliac artery around the distal edge of the iliac branch component. An iliac extender component was implanted to repair the rupture. The patient tolerated the procedure.